Event description:
The user stated a physician notified the lab of questionable results for one pt plasma sample. The sample was in a false bottom tube aliquoted by the vsii and had an initial creatinine result of 7.1 mg per dl and an initial potassium result of 4.6 mmol per l. These results were auto verified by the lis system. The primary tube was repeated on the c6000 with a creatinine result of 0.9 mg per dl and potassium of 3.0 mmol per l. The sample was also repeated on the p module, but no specific data was provided. The pt was not treated or admitted based on the erroneous results. The field service rep evaluated the analyzer and ran precision testing with results within specification. To verify the analyzer performance, he ran precision testing on potassium, creatinine and bun with results within specification.